Event description:
It was reported that this patient with this subcutaneous implantable cardiac defibrillator (s-ICD) system has a history of over-sensing due to their complex rhythm of bundle branch block. Recently, an inappropriate shock was delivered due to intrinsic over-sensing. The physician elected to surgically explant and replace the s-ICD system with a transvenous system to better manage the patient's complex rhythm morphology. The patient was stable with no additional adverse effects. The explanted s-ICD device was received for analysis, but it was confirmed that the accompanying electrode was not returned.

Event description:
It was reported that this patient with this subcutaneous implantable cardiac defibrillator (s-ICD) system has a history of over-sensing due to their complex rhythm of bundle branch block. Recently, an inappropriate shock was delivered due to intrinsic over-sensing. The physician elected to surgically explant and replace the s-ICD system with a transvenous system to better manage the patient's complex rhythm morphology. The patient was stable with no additional adverse effects. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.